Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
She has had the guard for almost 3 months and it started to break apart in her mouth after 2 months. She wakes up at night with small pieces of the guard in her mouth. She has used other brands and will go back to that because they lasted longer.